Manufacturer narrative:
The only information received regarding this complaint is the reported event. No information on replaced parts has been received and no logs have been received. Given this, we have not been able to confirm the problem nor can we identify any root cause. H3 other text : 4114.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check: internal leakage, pressure transducer and safety valve. There was no patient involvement. Manufacturer's ref. #: (B)(4).